Manufacturer narrative:
Manufacturer is currently waiting for the additional information from the patient. Additional information along with the final manufacturer evaluation will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient had infection at insertion site. The sensor was inserted on (B)(6) 2024. According to the customer, the symptoms first appeared on the (B)(6) 2024. The patient visited his doctor who prescribed antibiotics for the sensor site after sensor was removed and the wound was cleaned. The patient said that he had further appointments with the hcp because of the infection. In a follow up call on 06 may 2024 the patient informed that the healing process was not yet going well. Another follow up call is scheduled for 10 may 2024 to get additional information on the healing process.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024. According to the customer, the symptoms first appeared on the (B)(6) 2024. The patient visited his doctor who prescribed antibiotics for the sensor site after sensor was removed and the wound was cleaned. The patient said that he had further appointments with the hcp because of the infection. During a follow up, the customer mentioned that he was recovering. The customer wanted to have the sensor investigated. The sensor was returned as part of another sensor inaccuracies case whose initial report has been submitted (MDR # 3009862700-2024-00733).senseonics will submit the sensor investigation results in supplemental report. No further actions were required for this case customer mentioned that infection was healing. B4.date of this report 12 june 2024. G3.date received by the manufacturer? 12 june 2024. H6. Type of investigation updated to 3331. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.